Event description:
The patient was enrolled in the watchman heal-laa study with patient identifier (B)(6). It was reported that patient death occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was implanted on (B)(6) 2023, with a complete laa seal and deployed device diameter of 22.8mm. The patient was discharged the same day on a medication regime of aspirin and clopidogrel. On (B)(6) 2024, 165 days post index procedure, the patient was reported to have died at home. No additional information on the cause of death was provided and no autopsy was performed.